Event description:
The customer reported the evis exera iii video system center connector pin is bent and there was no video feed. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the no video feed issue.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the bent pin issue was confirmed and the video connector unit required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a bent pin on the video connector unit. The specific root cause of the bent pin on the video connector unit could not be determined at this time. Olympus will continue to monitor field performance for this device.